Event description:
Saline lock started on patient. IV was leaking at end of t. Connector. Patient required another IV stick to change out the connector. The connector resumes an oval shape instead of round and will not seal properly. This is the third incident reported. Devices with lot number were pulled from stock; however, the IV carts were not checked when item was pulled.